Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that there were no arc marks noted on the device outer casing. A shorted lead fault after a 41 joule commanded shock attempt was recorded on (B)(6) 2012, the date of the attempted implant. Manual shock impedance measurements were performed after the shorted lead fault with the following results: rvcoil to racoil = 50 ohmsrvcoil to device = open, racoil to device = open. There were two capforms performed after the commanded shock which produced charge-timeouts and set the end of life (eol) flag. An x-ray confirmed that the plasma fuse is open. This is consistent with damage incurred when the device output is shorted during high voltage shock delivery.the high shock impedance measurements were a result of the damage incurred to the device from the shorted lead.

Event description:
Boston scientific received information that this device was briefly implanted. During implant testing, a commanded shock was performed with this device and a non boston scientific lead, when a popping noise was heard and several error codes were noted. Additionally there was out-of-range (oor) shocking impedances noted. Boston scientific technical services (ts) was consulted and stated that they had shorted out the device and it would not be safe to leave implanted.

Manufacturer narrative:
Detailed analysis is being performed on this device.